Event description:
The customer reported that an user had placed a patient's telemetry transmitter in standby mode and when monitoring was resumed, the patient was found with a flat line ECG in cardiac arrest. The patient expired.